Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called needing assistance with programming her insulin pump. Customer said her insulin pump alarmed no delivery and bad battery. The no delivery alarm was resolved with a complete infusion set change. Customer was advised to call when the alarm occurs so she can trouble shoot. The device alarmed bad battery after customer changed the battery and left it out of the device for over an hour. It was explained that the alarm was due to the battery being out of the device longer than allowed. Customer advised that she did not need any further assistance. Customer's blood glucose level was not provided. Nothing further reported.